Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking lipid from port 2. This issue was identified during delivery at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: march 29, 2022 - march 30, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.